Manufacturer narrative:
Stenosis can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. In this case, there is insufficient information available to conclusively determine the root cause of this event. It was reported that there was no deficiency of the subject device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a bioprosthetic aortic valve (subject device) and a mitral annuloplasty ring, implanted for two (2) days, were explanted due to severe aortic stenosis and severe mitral regurgitation, respectively. Per medical records, the patient had initially underwent an aortic root enlargement with avr and a mitral valve repair. However, the patient's hemodynamics were marginal and the patient's chest had been left open. An iabp was placed. He has had a repeat echocardiogram which revealed severe aortic stenosis with a high gradient. The patient was transferred to another hospital two (2) days later with an open chest and in cardiogenic shock. He underwent redo-avr/root replacement with a mvr and tricuspid valve repair and myomectomy. His postoperative course was uneventful; however, he had to be placed on ECMO for the past day with stable hemodynamics because of high cvp and rv dysfunction. His chest had been maintained open and there was no evidence of bleeding. His ICU course was notable for asystole and eventually converted to junctional rhythm which was supported with a-pacing. On pod #5, a mural la thrombus was found during ECMO wean tee. His hemodynamics had deteriorated over the past 24 hours, consistent with worsening septic shock, lactate 100->86, acidosis, hypoglycemia and sepsis syndrome requiring higher doses of inotropes and multiple antibiotics. He developed multisystem organ failure including respiratory failure on mechanical ventilation, acute renal failure on hemodialysis, worsening respiratory and metabolic acidosis, profound hypoxemia and refractory hypotension minimally responsive to up titration of multiple vasopressors. In light of the patient's critical condition and rapid deterioration and discussion with the patient's family, it was decided not to escalate care and to provide him with palliative comfort care. The ECMO, crrt, and mechanical ventilator were turned off and he expired on pod #6.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.